Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since may, 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked was confirmed. Functional testing was performed and leaking occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the customer¿s experience was not identified.